Event description:
It was reported that the procedure was to treat a subtotal occlusion of the proximal right coronary artery. A 3.5 x 28 mm xience xpedition stent delivery system (sds) was advanced to lesion when it was noted that the distal shaft had separated. The separated portion was inside the guiding catheter so the entire system was removed as a single unit. There was no report of any resistance while advancing the sds. There was a reported significant delay in the procedure as it took over 15 minutes to regain access to the lesion. Another 3.5 x 28 mm xience xpedition was implanted to successfully complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.